Manufacturer narrative:
H.6. Investigation: two photos displaying a loose 10ml syringe were received and evaluated. One photo also displayed the top view of a blister pack from batch 9305101 (p/n 302995). It was observed there was white, fibrous foreign matter particles present on the rings on the plunger rod outside the fluid path. The foreign matter appeared to be plastic shavings and were larger than level 3 in size, which was rejectable per product specification. Potential root cause for the foreign matter defect is associated with the assembly process. It is likely the plunger rod was damaged and inserted into the barrel. No corrective actions are necessary based on the defective rate identified. Batch 9305101 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd syringe luer-lok¿ tip had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no: 302995; batch no: 9305101. It was reported that an issue was encountered with the syringe. Event description per email states: we received a voicemail regarding a defect with a bd 10ml syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no: 302995 batch no: 9305101. It was reported that an issue was encountered with the syringe. Event description per email states: we received a voicemail regarding a defect with a bd 10ml syringe.